Manufacturer narrative:
Product ID (B)(4) serial# (B)(4)product type recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2018-(B)(4)additional information was received from a manufacturer representative (rep). Reporting that the patient was not recharging 4 or 5 times a day, and that the patient weight at the time of the event was unknown. The information reported was confirmed by the healthcare professional (hcp), and no patient symptoms or additional device complications were reported for this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a manufacturer representative regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that on (B)(6) 2018, the cord that feeds into the recharging antenna itself was damaged. A replacement recharger was sent to the patient. Additional information was received on (B)(6) 2018 which reported that the patient is charging too often. The patient is having to recharge 4-5 times per day. The patient is programmed with 1000 hertz, 200 microseconds, and 7 milliamps. There was no impedance issue when the manufacturer representative interrogated the patient about a month prior to the report. The patient¿s recharge data showed the following recharging sessions: (B)(6) 2018: 31 minutes, 70-100% (B)(6) 2018: 58 minutes, 30-100% (B)(6) 2018-jul-10: 14 minutes, 70-100% (B)(6) 2018: 36 minutes, 60-100%. It was reviewed that the recharge information does not reflect the patient charging 4-5 times a day, and the manufacturer representative was going to meet with the patient to check further. The manufacturer representative was not sure when the patient started to have to recharge more than usual. There were no patient symptoms or complications reported.